Event description:
Attorney reported: in 2004 - the patient underwent an incisional hernia repair procedure with placement of a 3 x 6 in. Bard composix mesh product. On the event date - the patient underwent surgery with the explant of the mesh patch. The patient suffered infections to his abdominal cavity, intestinal adhesions, fistula and, required a small bowel resection and reconstruction to his abdominal as a result of the failed composix mesh. The mesh product named by size and style matches best to product number. The product# is a different mesh type and size. The complaint will be captured.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.